Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the damage of the hemostatic valve occurred when the catheter was removed and reinserted into the vizigo during the atrial fibrillation ablation procedure. Initially, it was reported that the hemostatic valve was intact. However, on 02-feb-2023, additional information was received, and it was reported that it was the hemostatic valve section that broke. It did not dislodge inside nor outside the hub. The brim cap/hub did not detach from the sheath. No picture available. The sheath was used on the patient. No air entered the patient¿s body. No blood return was observed. The sheath was switched to a new sheath and the procedure was continued. The procedure was completed without patient consequence. The hemostatic valve separation was assessed as MDR reportable to the us FDA.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00001970 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).